Event description:
The customer reported that, during preparation for use, the subject device works intermittently. When connecting the plasma loop, it did not connect properly and needed to be disconnected and reconnected and only worked some of the time. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was insufficient energy at the electrode and error code 400 ref 26 (check irrigation/electrode) was found in the fault log. This report is being submitted for the malfunctions found during evaluation (insufficient energy and error code). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there was insufficient energy at the electrode and four occurrences of error code 400 ref 26 (check irrigation/electrode) were found in the fault log. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the insufficient energy was caused by a faulty circuit board and the error code was caused by an electrode being attached and activated without a saline solution being present or an electrode connection fault. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (intermittent connection) was not confirmed during inspection and testing. Service found the fan did not work and there were scratches on the housing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.